Event description:
The customer reported to baxter (B)(4) of a pvc-free administration set in which the tubing separated from the drip chamber, without any movement of the patient or operator, during a patient infusion of the drug taxolo. The device was "substituted". This report addresses one of six occurrences. In 3 cases, there was contact of the drug with an operator's skin and in 1 case there was contact with the patient's skin. With the one case involving contact with the patient's skin, there was a check up with an eye doctor resulting in therapy for the eye. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to not be available for evaluation. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): this specific incident involved contact of taxol with the operator's skin only. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted. This issue is being investigated through CAPA. Corrections: the correct drug name is taxol and not taxolo.